Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Product whose serial number is before (B)(6), is an unmeasured product for corrosion on the shaft of the coupler. Omsc presumed that the reported phenomenon occurred since the subject device was an unmeasured product. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-sept-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that rust was generated in metal parts of the couplers. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information and correction to d5 and g2. G2 - checked "other" to add the country china. Olympus will continue to monitor field performance for this device.